Event description:
It was reported that the unit kept alarming, invalid syringe type. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. .a product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The keypad is damaged in several places. Multiples invalid syringe size error in the event history log. Syringe test and check the size calibration verification on both slug. Technician unable to duplicate the problem during syringe test and all the size reading were within the required specifications. The root cause of the reported issue was found to be no problem on the pump. However, the customer must have been trying to load an uncharacterized / unapproved syringe. Replaced barrel clamp head screw and barrel clamp spring for preventive measure. Performed syringe test and all functional tests which passed